Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was 525 mg/dl with high ketones. Elevated bg was addressed by a correction bolus via the pump and manual insulin injections. The customer was transported by paramedics to the emergency room and was subsequently hospitalized in the intensive care unit on (B)(6) 2026. The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released from the hospital on (B)(6) 2026. System check was performed by tandem technical support and the pump is functioning as intended. Ultimately, the customer reverted to an alternate method of insulin therapy.